Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: the verse x25 inserter/tightener (part #: 299704230, lot #: gm5355603) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was stripped and twisted. No other issues were identified with the returned device. Device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. Conclusion: the complaint condition is confirmed for the verse x25 inserter/tightener (part #: 299704230, lot #: gm5355603). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5355603 was released in a single batch. Batch1: lot qty of (B)(4) units were released on dec 20, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10. Additional narrative: h4: manufacturing date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on july 23, 2020 that during the prep time it was discovered the verse x25 inserter was stripped. There was no procedure or patient involved. Concomitant device reported: 5.5 exp verse fen scr 7.0x50 (part# 199723750, lot# unknown, quantity 2); 5.5 exp verse fen scr 7.0x45 (part# 199723745, lot# unknown, quantity 2); 5.5 exp verse unitized set scr (part# 199721001, lot# unknown, quantity 4); tlif-c ei 11mm 8 deg 32/10 (part# tei 81130, lot# e18la0079, quantity 1); mmsi rod prebent, 5.5 x45mm, t (part# 179772045, lot# unknown, quantity 2). This complaint involves one (1) device. This report is for (1) verse x25 inserter/tightener. This is report 1 of 1 for (B)(4).